Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units lid will not stay closed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, event site email), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) spoke to the customer stated that the lid(helium drawer) would not close because they replaced the old helium tank with a bigger tank. Per customer, no service needed.

Event description:
N/a.